Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of saline would not infuse during an on-site visit by manufacturer representative. The infusion was started via interoperability however there was an alleged scanning issue so the infusion was programmed manually. Upon infusion start however, it was observed that yellow methotrexate was going through the IV tubing below the pump module. They also saw methotrexate displayed on the pump module. The pump was not infusing but yellow colored fluid was notice throughout the tubing near to the patient. Labs were obtained and verified that the patient did not receive any methotrexate. There was patient involvement however no patient harm. Customer chemotherapy infusions are programmed in the oncology profile, and for other pediatrics infusions, the pediatrics profile is selected. Interoperability programming with epic is utilized unless there is an issue and then the clinician will program the infusion manually methotrexate has two therapies and both therapies are utilized in pedi unit depending on the needs of the patient. Standard dose (dosing is mg/ml), high dose ¿ grams (dosing is gram/ml), infusion is administered on a primary IV set (bd alaris pump infusion set smartsite bag access non-vented low sorbing tubing (pe lined) bonded texium closed male luer with priming cap ref: 22603-b007t) primed by pharmacy with base solution. The infusion is y-sited into the port below the pump module of the normal saline primary line (bd alaris pump infusion set ref: 2426-0007). The normal saline primary line IV set is changed every 96 hours. Following administration of the infusion, a normal saline flush is programmed at the same rate of the infusion for a vtbi of 25ml or 30ml. The vtbi programmed varies per nurse. Infusion is administered through a central line, typically an implanted port or a broviac line. Each new methotrexate IV bag comes with a new IV set primed by pharmacy.